Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set cannula was bent upon removal and patient faced hyperglycemia (sg 16mmol/l) with ketones (1.5 mmol/l) event on (B)(6) 2026, got treated via correction through pump and manual pen injection.